Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A small piece broke off of the top of the punch.

Manufacturer narrative:
Examination of the returned hp mbt cem keel punch sz 2-3 confirms one of the two tabs is broken. The root cause is attributed to design. The design of the mbt keel punch was reviewed (CAPA-(B)(4)) and a design change was made by removing the two tabs on the keel punch to address the root cause that was attributed to the fatigue and failure of the two tabs at the interaction point with the hp mbt keel punch impactor (ref. (B)(4)). The updated design will be released with a new product code however, no products have been released for distribution at this time. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.